Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A total hip arthroplasty procedure was performed on a patient using the robotic arm interactive orthopedic system (rio). The post op x-rays revealed that the tibial checkpoint was left in the greater trochanter of the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: the event reported that a tibial checkpoint was not removed from the patient's greater trochanter prior to closure of incision. Device evaluation and results: the device was left implanted in the patient so inspection was not performed. Device history review: review of inspection records show that 2079 parts were accepted on 04/21/2016 with no reported discrepancies. Complaint history review: review of complaints for p/n 111651 show one (1) other complaint related to the failure. The pr# is (B)(4). Conclusions: the user did not perform the intraoperative step of removing the tibial checkpoint prior to incision closure. The device has no deficiency. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
A total hip arthroplasty procedure was performed on a patient using the robotic arm interactive orthopedic system (rio). The post op x-rays revealed that the tibial checkpoint was left in the greater trochanter of the patient.